Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 2 discordant sars results. Customer states their results were negative by qv brand but positive by another otc rapid antigen test. Customer states their urgent care results were also negative. Report 1 of 2.